Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. A needle was received with the instrument. The needle was observed to have no visual abnormalities under microscopic inspection. No witness marks from the needle tip impacting the beveled wall were observed under microscopic inspection. No sheering was observed on the toggle switches when observed using microscopic inspection. The instrument was loaded with a needle from the pmv inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned product confirmed the product, as received, met quality release specifications. Product analysis suggests the product was used in a surgical procedure. The reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Handle and sulu were returned.

Event description:
According to the reporter, during an abdominal surgery, the needle ¿simple¿ dislodged and came out of the jaws of the device without being released. The needle stuck into the patient¿s stomach without passing through and then came out of the device. They opened a new suture, which became misaligned as soon as the surgeon toggled the device without having passed through the tissue yet, and then fell out of the jaws of the device. The needle did fall into the patient cavity, but was not left in the patient. To correct the condition, a new device and reload were opened. There was no adverse effect on the patient.